Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the sigmoid colon. The patient had two synchronous lesions totaling 10 cm in length. The patient anatomy was reported to be "not terribly" tortuous. During the procedure, as the user withdrew the handle to deploy the stent, the white handle detached from the blue outer sheath. The stent was partially deployed at this time; however, the user was able to fully reconstrain the stent on the delivery system prior to removing the device from the patient. The procedure was not completed as another device of the same type was unavailable. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Based on the device analysis, which found some of the polytetrafluoroethylene (ptfe) coating to be detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). A visual examination of the returned device found that the stent was fully mounted. The outer sheath had been moved distally over the tip so that the outer sheath was located approximately 5 mm distal to the distal end of the tip. The distal handle was detached from the outer sheath. The outer sheath was stretched and accordioned for a distance of approximately 275 mm from the handle break. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.